Event description:
On (B)(6) 2013, it was reported that the physician thinks that the patient's tie down(s) is loose. The manufacturer's consultant was unaware if it was just one or more tie-downs and it was unknown why the physician believed the tie-down(s) was loose. The physician stated that no trauma is suspected and no diagnostics were run. Also, no interventions were planned or taken at that time. The patient was referred for x-rays and scheduled for a follow-up visit on (B)(6) 2013. The patient was seen again on (B)(6) 2013 and system diagnostics were performed which showed results within normal limits and a dcdc=3. Although additional information was requested, no further information was provided. The physician's office referred the patient for surgery. A copy of the patient's x-rays were sent to the manufacturer for review. The entire generator was not visible in the views available. The lead pin appeared to be fully inserted into the header of the generator. The lead wire appeared to be intact at the location of the connector pins. There was a portion of the lead located behind the generator that could not be assessed. The electrode placement appeared normal. There appeared to be two tie-downs present and they appeared to be placed per labeling. There did not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized. Based on the x-ray images provided, no anomalies were observed that could be contributing to the reported event. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent vns explant. Further follow-up revealed that the patient wanted the device removed and the physician wanted to do a revision and so the patient went elsewhere to have the device removed. The generator and lead were returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 04/15/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead was completed on 04/17/2014. Note that the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the (-) connector pin tri-filar coil appeared to be stretched and kinked and extended approximately 52mm past the end of the cut bilumen tubing. Determination could not be made as to whether the end of the tri-filar coil was cut. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (torsional appearance) with residual material and no pitting. This condition suggests the coil was torn during the explant process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified.